Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted sheath kink causing the stent to slightly pull out of the sheath resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during unpackaging of the 6.0x30mm absolute pro self expanding stent (ses), the stent was flared rendering the device unusable. Another absolute pro ses was used to continue the procedure. There were no patient involvement and no clinically significant delay. Return device analysis identified the stent was exposed, not flowered. No additional information was provided.